Event description:
Dealer states that the customer is complaining that the footrests are not locking, unit did not fail while in use. Customer has been using since (B)(6) 2012. Use indoors and outdoors. Private home, quoted replacement footrest.